Event description:
Following the uneventful stent assisted coil embolization of the anterior communicating artery (acom) aneurysm, the patient was kept under sedation due to respiratory failure relating to nasalphrygeal airway friability (inherently related to tissue friability post cancer treatment). Four days post procedure, the sedation was stopped but the patient did not wake up. A CT scan revealed a bleed in the left frontal lobe, cause unknown. Actions taken were neurocritical care monitoring. The patient was anticipated to recover and was to be discharged to a rehabilitation center.

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Following the uneventful stent assisted coil embolization of the anterior communicating artery (acom) aneurysm, the patient was kept under sedation due to respiratory failure relating to nasalphrygeal airway friability (inherently related to tissue friability post cancer treatment). Four days post procedure, the sedation was stopped but the patient did not wake up. A CT scan revealed a bleed in the left frontal lobe, cause unknown. Actions taken were neurocritical care monitoring. The patient was anticipated to recover and was to be discharged to a rehabilitation center.